Event description:
End user reports he "performs intermittent urinary self-catheterization several times a day for the past several years due to neurogenic bladder after he broke his neck. He uses the magc go catheter which is on bo and he is currently using sub ultram14c. Unknown quantity of ultram14c." End user states "the coude tip is at a different angle than the magic go and the lubricant is "very sticky" and this causes discomfort when inserted into his urethra. He developed a burning feeling to the urethra with catheterization and voiding. He saw his hcp who did a urine culture which showed a urinary tract infection uti" for which end user was prescribed cipro oral antibiotic x 10 days. End user further states he is "well aware of hygenic standards" with the catheterization procedure and does not feel his technique resulted in the uti. The burning has resolved.